Event description:
Caller states patient tested 7.4 inr on the coaguchek xs system while a comparison lab returned as 11.6 inr. Patient was treated with vitamin k and admitted to the hospital for 4 days. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.